Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: the battery cap was returned and tightly secured to the pump. A "rechargeable battery" was returned with the pump and the pump would not power on with the returned battery. The battery compartment was found to be intact. A review of the black box revealed data from (B)(6) 2011, from (B)(6) 2012 and from (B)(6) 2004. Power on reset (por) events were observed in the black box on (B)(6) 2004. During evaluation, the pump was exercised for 24 hours. The pump case was removed and there was no evidence of moisture or loose components inside pump. There were no reboots that occurred with the pump and the reported, ¿power¿ issue was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).